Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2011 which included two leads from the same lot. It was reported the midline incision exhibited redness and areas of fullness. Follow up information from the physician revealed the patient had a seroma. No further information is available at this time.